Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device alarmed with a whitescreen error. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device initially passed testing. A whitescreen error was not displayed during the testing procedures. Testing and investigation found the device did not pass the sdram test which may have caused the customer's reported whitescreen error. This is due to the hardware module. This report represents all the info known by the reporter upon query by hospira personnel.